Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 to the bilateral inner thighs using a coolcore applicator who developed paradoxical hyperplasia (pah/ph) to the treated areas 1 month after treatment, diagnosed on (B)(6) 2019. Tissue was described as enlarged and soft upon palpation with visible enlargement.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 and (B)(6) 2016 to the bilateral inner thighs using a coolcore applicator who developed paradoxical hyperplasia (pah/ph) to the treated areas 1 month after treatment, diagnosed on 09-sep-2019. Tissue was described as enlarged and soft upon palpation with visible enlargement.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. Protocol: according to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.